Event description:
This lead was implanted on (B)(6) 2011 and remains implanted until this time. It was noted since (B)(6) 2011 that atrial threshold is high 4.5 @ 1 ms and for this reason the output is set to 5 @ 1 ms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).